Manufacturer narrative:
No medwatch form was received.

Event description:
The patient notifier (pn) showed hvlic values both high and low. The lifetime values for hvlic did not revealed any low values. In clinic, the patient had normal and out of range values for the rv to can vector. No hv therapy was delivered. On (B)(6) 2011, patient had a new alert, for high impedance for both rv to can and rv to svc vectors. The family and physician opted to turn off the patient notifier. The patient will be monitored.